Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A cardiac tamponade occurred and procedure was cancelled. It was reported that nrg transseptal needle selected for use during a pulmonary vein isolation. A cardiac tamponade occurred following the transseptal access. A catheter, wire, and sheath were located within the left atrium. The procedure was cancelled. Patient condition was improved following surgery. The activated clotting time was over 300 seconds. In the physician's opinion, the tamponade might have been caused by the transseptal access. No further information was provided. Product return is not expected (discarded).

Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the cardiac tamponade is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the nrg transseptal needle device confirmed that the events of cardiac tamponade are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the nrg transseptal needle device is acceptable. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade is a known inherent risk of the nrg transseptal needle device. Cardiac tamponade is an expected procedural complication addressed within the IFU for the nrg transseptal needle. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
A cardiac tamponade occurred and procedure was cancelled. It was reported that nrg transseptal needle selected for use during a pulmonary vein isolation. A cardiac tamponade occurred following the transseptal access. A catheter, wire, and sheath were located within the left atrium. The procedure was cancelled. Patient condition was improved following surgery. The activated clotting time was over 300 seconds. In the physician's opinion, the tamponade might have been caused by the transseptal access. No further information was provided. Product return is not expected (discarded).